Event description:
Complainant alleged that during a routine shift check by a clinician, the device continued to display a "check pads" fault message. The complainant indicated that there was no pt involvement in the reported malfunction.